Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the atrial leadless pacemaker (lp) was not capturing the atrium. The lp was explanted. The patient was in stable condition.